Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the bottom jaw of the device broke off on the second grasp attempt. There was no reported patient injury, and all broken off pieces were retrieved from the patient. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint. The device probe was found broken off.